Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced successfully. No electrical anomalies were reported. The patient was doing fine post procedure.